Event description:
A malfunction was reported on a pump, but no notable events occurred prior to this incident. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with pump reset instructions, ensuring the malfunction did not recur after resetting. The caller was advised to wait for the sensor to reconnect with the pump and to reload the cartridge following specific guidelines. The customer understood the instructions, and no further action was necessary. Customer may continue to use the pump.